Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 17.1 mmol, 13.6 mmol. Tests were done within 20 minutes wtih a difference of 20%. Patient did not experience any adverse events. No further information has been reported.